Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
Customer reports that spo2 drops out and flat lines when pt. Hr drops. No known impact or consequence to patient.